Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, gaia 1st, conquest pro. Guide cath: taiga 6fr ebu3.5. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that using a radial artery access approach during a procedure of the concentric, heavily calcified, mildly tortuous, 100% stenosed, distal left anterior descending (lad) artery the guide wire was positioned across the lesion and the 1.5 x 15 mm mini trek balloon dilatation catheter (bdc) crossed the lesion and during the first inflation at 6 atmosphere (atm) the balloon ruptured. The bdc was replaced and a non-abbott bdc was used for dilatation without issue; a 2.5 x 8 mm nc trek bdc was used for additional dilatation without issue and the procedure was completed after successful stent placement. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.